Event description:
It was reported that during the use of the product, leakage of air from it was observed. No patient injury reported.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: evaluation codes: updated. Device evaluation: two photos were included for evaluation; photos showed the complainant sample. One sample was returned for evaluation. It was received in used conditions without original package. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination to detect any condition that could cause a leak. Leakage was detected between the check valve and pilot balloon. The customer's complaint was confirmed. Based on the analysis conducted it was determined that the failure mode was caused by manufacturing method not being followed. There was not enough solvent at the joint. The root cause was determined to be the lack of solvent at the joint. The lot number of the device was not provided therefore no device history review (DHR) could be completed.